Event description:
It was reported there was >40,000 ohms when the implantable neurostimulator (ins) was tested at 3.0v. It was noted c/1, c3, 0/1, 0/3 , 1/3, and 2/3 were all >40,000 ohms. It was stated the patient¿s ins was not tested prior to the replacement surgery that was done on the day of report so no previous impedance data was available to compare with the results following the surgery. It was stated the group impedance was high and the current was low. It was noted a pocket adaptor was put in as a new component to the system. It was stated the patient was already closed up when the impedances were checked and it was unknown what the health care professional was going to do. It was noted the replacement surgery occurred because of normal battery depletion and both batteries were replaced. It was stated there were no known issues or complaints with the therapy before the surgery. It was noted the surgeon had reconnected the extension to the pocket adaptor and the impedance was normal. It was stated it had seemed the issue was with the connection. It was noted the patient was doing fine at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, serial# unknown, product type: adapter. Product ID: 3387s-40, lot# v084511, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v088235, implanted: (B)(6) 2008, product type: lead. (B)(4).